Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in-clinic after receiving a patient notifier alert for device charge time out. Review of session record revealed the time out occurred during a capacitor maintenance check. Device was explanted and replaced. Patient condition was fine after event.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The hv capacitors were returned to the supplier for further analysis and an internal hv capacitor anomaly was found to be the cause of the extended charge time.